Event description:
A customer reported the surgeon had a piece of the phaco tip come off in the eye during sculpt mode of a cataract with intraocular lens implant procedure. The surgeon removed one large piece and many shards. The tip was examined under a microscope and the surgeon advised that she saw a missing part inside the lumen and assumes this is where the large piece came from. The patient had normal post operative swelling on follow up indicating there was no impact to the patient. No sample will be turned, as it was not kept.

Manufacturer narrative:
The device history records were reviewed. No abnormalities that could have contributed to the customer complaint issue were found. One abnormality not related to the product complaint issue was present for one of the component phaco tip lots, with mitigation action taken. The product was released according to the manufacturer's acceptance criteria. A complaint history review indicates no additional complaints were associated with the three lot numbers. Because a sample was not returned, the root cause for customer complaint issue cannot be determined. The reason for a piece of the phaco tip coming off in the eye cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trainer operators at the end of the manufacturing process prior to the release of the product. (B)(4).